Event description:
Info received on 7/14/97 indicates the ipp device was originally implanted in 1984. The ipp device was removed from the pt because it would not inflate. The reservoir was not returned, possibly left in place.